Event description:
It was reported that the patient developed an infection at the pacemaker implant site, along with pain, redness and extrusion of the device. The patient was hospitalized for treatment and the device was explanted. It was planned to re-implant the patient following recovery. No additional adverse patient effects were reported.